Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (Date of death to not applicable, patient outcome checked hospitalization). Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the device generated an audible "patient alert" for high pacing lead impedance. Oversensing was observed and the sensing integrity counter of the device registered a high number of short v-v intervals. The lead was removed and replaced. No patient complications have been reported as a result of this event.